Event description:
As reported by the equinoxe shoulder study, the patient had an initial left tsa on (B)(6) 2018. The patient presented on (B)(6) 2021 with aseptic glenoid loosening. Patient has been having increasing left shoulder pain. X-rays show glenoid component loosening. The case report form indicates that this event is possibly related to device and/ to procedure. Outcome is resolved by revision on (B)(6) 2021. No device return anticipated due to being a clinical trial study. Ebi initial surgery attached.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 300-30-06 - equinoxe preserve stem 6mm: 5094102 310-01-41 - equinoxe, humeral head short, 41mm (alpha): 5113361 300-10-15 - equinoxe replicator plate 1.5mm o/s: 5115328.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The pain reported in may be the result of the glenoid loosening as reported. However, the failure cannot be confirmed as no relevant clinical information, images, or radiographs were provided. Potential contributions of manufacturing, patient, or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.